Event description:
It was reported that the patient presented after receiving several shocks. Upon analysis, it was determined that there were sustained ventricular tachycardia (svt) episodes in which the wavelet was not successful in discriminating. Programming changes were discussed, however the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).